Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot# v279759, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: v279759, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient stated they had their left side replaced. When asked if the stimulator was replaced due to an issue the patient stated they installed a dual battery for their left side because they were having tremors in their leg and the stimulator wasn't targeting the right spot for their symptoms progression. The patient stated they had a new lead placed on (B)(6) 2018 and the battery on (B)(6) 2018. Stage 2 was not yet registered so the patient was transferred to patient registration to discuss the new ins. There were no further complications reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot#: v279759, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the original lead (2009) placed to relieve essential tremors in their right hand. The replacement of the ins and leads resolved their tremors to some degree, they still needed some programming. There were no further complications reported.